Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by mail to obtain; patient treatment settings, patient information, patient photos that were received. A lumenis service engineer visited the site and after analyzing the device and the error log, he concluded that the device was working according to specifications. On arrival verified that the delivered energy was within specifications. Verified that aiming and treatment beams were coincidental. The alignment of beams was slightly off-center. Adjust main arm mirror to bring beams to the center of the arm aperture. Verified proper coolant levels and cooling system operation. Verified alignment through both cpg and deepfx handpieces. The system operation passes all operational tests. Device malfunction is not the suspected cause of the adverse event. The incident forms were received and will be analyzed in the next few days. According to the information received, lumenis can't confirm that a serious injury had occurred due to lack of information, also there is no malfunction found on the system. Because of the lack of information lumenis is reporting the event in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.

Event description:
Lumenis received an adverse event report on a patient who sustained red blotchiness following treatment by ultrapulse encore device.